Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 04/28/2016 with the following findings: a review of the pump black box showed that the data from the event date has been overwritten. The current black box showed no evidence of short battery life. During investigation, the pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. A visual inspection of the battery compartment revealed multiple cracks in the thread area. Current draws were found to be within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found inside the pump. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a power (battery life) issue. There was no further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.